Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. At approximately 12:55 after surgery, the skin tissue beneath the navel was sutured. When the needle was removed, it broke and 2/3 of the subcutaneous tissue remained. The anesthesia time was prolonged due to the search for the broken needle. During this period, a cb machine was used for positioning. At 14:30, with the assistance of orthopedic surgery consultation, the broken needle was successfully found. There were no patient consequence reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/17/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: - was\were the needle piece(s) retrieved during the same procedure? --yes - was there any additional tissue damage as a result of searching for the needle piece(s)? --no - how long was the delay? Please specify in minutes. --60 minutes. - were there any unexpected outcomes or complications as a result of the prolonged anesthesia time? --no. - did this event contribute to any patient adverse event? Please explain. --no. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: after investigation, the patient underwent laparoscopic right ureterectomy + right ovarian cystectomy + left tubal mesentery cystectomy + pelvic adhesiolysis under general anesthesia in the hospital on (B)(6) 2025. During the surgery, the surgeon used the suture (vcp602h) for suturing the skin, subcutaneous tissue and fascia tissue in a continuous suturing method. During the suturing, the needle broke and 2/3 of the broken needle was left in the patient's subcutaneous tissue. The surgeon immediately searched for the broken needle, during which c-arm machine was used for positioning to assist in finding and finding the broken needle. The integrity of the needle was checked after removal. The surgery was completed routinely after confirming that there was no residual foreign body in the patient's body. The surgery time was prolonged for 1 hour due to this event, and the patient was discharged smoothly currently. No subsequent adverse event reports were received.